Event description:
It was reported via implant and warranty registration form received by the manufacturer that the patient underwent a full vns replacement surgery due to battery depletion and high impedance. The explanting facility, historically, does not return explanted products. Follow up with the physician's office revealed that the patient experienced a fall from a ladder shortly before the high impedance was observed. When asked if there was any trauma that could have contributed to the high impedance, the physician stated that the patient had a fall with injury to the left side of the body, indicating a correlation. The company representative confirmed that the physician attributed the high impedance to the fall. However, diagnostics from prior to the fall were not provided and, therefore, it could not be confirmed if the high impedance resulted from the fall. No additional relevant information has been received to date.